Event description:
During an unk procedure, the threaded center post of the device broke off inside the instrument. There was no pt consequence. The procedure was completed with another device of the same product code.